Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced loss of cgm signal from a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, and support guided the user to toggle the cgm settings and re-pair using the sensor code, after which the user was advised to allow time for reconnection. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data to the ilet without medical intervention. User support included technical troubleshooting and user education focused on device settings, wireless communication, and re-pairing steps. Investigation of this case revealed a cgm-to-pump communication disruption that was addressed through reconfiguration and re-pairing, with no hardware defect identified in the ilet or sensor. It was concluded, based on previously established findings for similar reports, that the cause was user setup or pairing-related and associated wireless connectivity factors.